Manufacturer narrative:
Complaint statement (B)(4): received 5pcs 450061/21j29d for evaluation. No customer pictures were provided. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer samples to our supplier from which we receive the products. According to their investigation and comments, manufacturing and inspection records of the concerned material/batch were reviewed, and no abnormalities which could be related to the reported issue were observed. Retain and customer samples were visually examined. No abnormalities such as damage were found. The rigidity of the needle tubes was tested; all were within the range of standards. The alleged malfunction cannot be confirmed.

Event description:
Customer advised they were stuck with the needle when the green cap snapped off as they were going to close it, poking their middle finger. Here is the updated information from the customer and the MDR questionnaire responses for this complaint. The customer left question #5 blank. 1. Was the needle stick life threatening? No. 2. Did the needle stick result in permanent impairment of a body function? No. 3. Did the needle stick result in permanent damage to a body structure? No. 4. Did the needle stick necessitate medical or surgical intervention to preclude permanent impairment or damage? No. 5. Can you provide the greiner item number(s) and lot number(s) involved? 6. Can you provide the full name and address of the location where the needlestick occurred, and a contact person? (B)(6), kala jurno contact person (rn lead). 7. Can you provide a full description of how the needlestick(s) occurred? While pushing green safety cover it snapped off causing needle to poke her finger. 8. Did the facility receive product training from a greiner product specialist? Yes. 9. Do you have any unused product samples available for return to greiner for a quality investigation? Yes.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and forwarded to the supplier, where we purchase the device from. As soon as the investigation is completed, a supplemental report will be filed.